Event description:
It was reported that a red call doctor notification appeared on the communicator. Technical services (ts) was contacted, and ts helped the patient send a transmission to their clinic on the communicator. It was later discovered that the notification was in regards to high, out-of-range right ventricular (rv) lead pace impedance measurements of 2030 ohms. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red call doctor notification appeared on the communicator. Technical services (ts) was contacted, and ts helped the patient send a transmission to their clinic on the communicator. It was later discovered that the notification was in regard to high, out-of-range right ventricular (rv) lead pace impedance measurements of 2030 ohms. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating magnetic resonance imaging (MRI) was performed, made non-conditional due to the high, out-of-range pace impedance measurements of greater than 3000 ohms on the rv lead. The rv lead remains in service. No adverse patient effects were reported.